Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varix band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire kinked and the bands could not be deployed. Reportedly, resistance was felt when the trip wire was pulled out from the endoscope and it was noticed that the trip wire was tangled up in the aspiration valve. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.